Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The enduser states that she heard a sound and the joystick just fell off. She was riding around a little bit. She states she didn't hit anything it just fell off.